Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In late 2008, the pt reported elevated blood glucose readings in the 300's mg/dl, with her normal range being "normally high." She stated she is insulin resistant and has been on insulin pump therapy for 7 days. She said she is in the process of working with her doctor to determine her basal rates. Her blood glucose is elevated in the 200-300 mg/dl range from 8pm to midnight everyday, and her doctor is working to adjust her basal rates. She stated she changed the insulin cartridge on her infusion device last night and has had readings in the 300's mg/dl since. She believes this is due to an air bubble in the cartridge. After efforts to prime out the bubble were unsuccessful, the patient was assisted in changing to a new cartridge and priming the infusion set. The proper procedure to fill and change the cartridge was reviewed with the pt. On follow up with the pt three days later, she stated her levels are much better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.